Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink set disconnected. During infusion with an unspecified solution, the new tubing ¿came out¿ at an unreported connection site. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed that the tubing was disconnected from the drip chamber. Further inspection revealed that the tubing had been underinserted into the drip chamber. Dimensional testing was performed, and the inner and outer dimensions of the tube were found to be within specification. The reported condition was verified. The cause of the issue was determined to be an assembly issue during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.